Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx0517 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebx0517) have been reported from the same (B)(6) facility.

Event description:
It was reported that there is a metal tail at the end of the guide wire. The metal tail was stuck by the sheath tube and was unable to be delivered. This file is for second of two events reported.